Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument's clips were not holding. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have one bent grip, resulting in misalignment. The offset at the tips was measured at 0.90 mm. The grips were not observed to have any cracks. The complaint was confirmed by failure analysis. The probable root cause of the bent instrument grip tips is attributed to damage during use, where moderate misalignment of the grip tips can occur due to grasping hard tissue or objects, or from collisions with other instruments.